Event description:
It was reported there is a cut in the cord end and that the end looks crushed. The cable was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis confirmed the reported insulation issue; cable insulation is cut in two places approximately 59 inches from end of the heart hire connector. One small cut only effecting the insulation and the other cut exposing the inner white and black wires that are not damaged. Heart wire connector case halves are separated, discolored and contaminated. Locking wheels are contaminated. Epg (external pulse generator) plug has tools marks. Cable behind plug bends easily to approximately 90 degrees. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. Analysis could not confirm the report that the cord end looks crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.